Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The bag was completely detached on the right side of the metal ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported event can occur when applying excessive force to the bag causing it to prematurely detach. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The bag was torn off the ring. The device component did not fall into the cavity of the patient. There was no unanticipated tissue loss as a result of this problem. There was no blood loss of 500cc or more due to the product problem. The surgical time was not extended by 30 minutes or more due to the product problem.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Endocatch was already broken after entering it through the trocar. Was going to be used for a laparoscopic cholecystectomy. The took out a new endocatch. Defected one will be sent to (B)(6). Procedure: lap chole solution. Used a new product.